Event description:
An olympus pae process engineer reported on behalf of the customer, the evis lucera elite colononovideoscope having image issues. The event occurred during preparation for use. The intended procedure was completed using a similar device. There was no report of patient harm associated with this event. During inspection of returned device, the subject device displayed error code e315 (unsupported scope). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. No image was present when the endoscope was connected and error code e315 (unsupported scope) was displayed on the screen, due to fluid entering the plug body. In addition, the light cover glasses were cracked. The scope connector had excessive fluid ingress. Switch button was inoperative. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, an error message was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.